Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry was not closing or opening. It was stuck three quarters of the way closed. Troubleshooting was attempted by closing and rehoming the system without resolution. There was no patient involvement.

Manufacturer narrative:
Continuation of concomitant medical product: information references the main component of the system. Other relevant device(s) are: product ID: b i71000429, serial/lot #: unknown, ubd: , UDI#: ; product ID: bi71000273, serial/lot #: unknown, ubd: , UDI#: ; product ID: bi71000138, serial/lot #: unknown, ubd: , UDI#: ; product ID: bi71000135, serial/lot #: unknown, ubd: , UDI#: ; product ID: bi71000202, serial/lot #: unknown, ubd: , UDI#: ; product ID: bi71000203, serial/lot #: unknown, ubd: , UDI#: ; product ID: bi71000452, serial/lot #: unknown, ubd: , UDI#: ; product ID: bi71000166, serial/lot #: unknown, ubd: , UDI#:. No parts have been returned to the manufacturer for evaluation. Applicable codes are b17, c20, and d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10: other relevant device(s) are: bi71000085 section e updated. H3: a manufacturer representative went to the site to test the imaging system. It was found that the doors were stuck and someone had attempted to manually open the gantry but sheared off the winch slides in the process. A new winch, door slides, sidewall cover, lower door cap and louvre cover were replaced. A full system checkout was completed after parts were replaced and all functionality passed. No further issues were noted. H6: applicable codes are b01, c07, and d02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3/h6: product ID: bi71000085 was returned to the manufacturer and underwent analysis. The winch drive assembly was tested with the motion cart. Forward and backwards motion passed. The brake was engaging and disengaging as normal. Visual inspection showed winch drive and cable had normal wear and tear. No faults were found while under testing. Applicable codes are b01, c19, and d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.